Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button alarm and keypad anomaly. Customer stated that there was problem with the center button. Customer stated that the button was not pressed for 3 minutes or longer. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.